Event description:
It was reported that the balloon was difficult to deflate. The 85% stenosed, 20 mm in lesion length, 3.0 mm in vessel diameter target lesion was located in severely tortuous and moderately calcified left anterior descending (lad) artery. A 10mmx3.00mm wolverine cutting balloon monorail was selected for use during a coronary stent implantation procedure. During procedure, the balloon could not be fully contracted, the resistance was too high, and repeated attempts failed. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable following procedure.

Event description:
It was reported that the balloon was difficult to deflate. The 85% stenosed, 20 mm in lesion length, 3.0 mm in vessel diameter target lesion was located in severely tortuous and moderately calcified left anterior descending (lad) artery. A 10mmx3.00mm wolverine cutting balloon monorail was selected for use during a coronary stent implantation procedure. During procedure, the balloon could not be fully contracted, the resistance was too high, and repeated attempts failed. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable following procedure.